Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 19-mar-2026 this medical device record (MDR) is being submitted as the initial report. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction code connection/adhesive issues- accidental - not infusion set related it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot no. 6004718 was provided, however, as no product malfunction was alleged while the product was used as intended: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
Reference number (B)(4). Event occured in netherlands. It was reported that the patient experienced leakage at the infusion site and tubing on (B)(6) 2024. The leakage occurred as the patient had played with the infusion set. The infusion set had been in use for five days. No further information available.